Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced unstable blood glucose with episodes of hyperglycemia and hypoglycemia after recent pain medication changes, and the ilet was factory reset with subsequent improvement; the user received assistance from a clinical diabetes specialist and used oral glucose for low blood sugar. Symptoms included feeling shaky and unwell during hypoglycemia, with no reported symptoms during hyperglycemia. Outcomes included no hospitalization and no device alarms. Investigation included user interview and assessment of use conditions, with review of reported blood glucose variability in the context of concomitant medication changes. Investigation of this case revealed no device malfunction reported, the device functioned as expected after a factory reset, and the event was associated with therapy and medication changes rather than a device or component failure. It was concluded, based on previously established findings for similar reports, that the cause was unclear and likely related to external physiological or medication factors rather than a device issue. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.